Event description:
Pt was ventilator dependent since 4/92. Staff in room at 11:10 pm giving an in-line treatment and ventilator functioning properly. At 11:40 pm lab tech entered room and found ventilator tubing disconnected from trach and resting 3-4" below trach on pt's chest. Nurse summoned immediately. No heart tones. No respirations. Ventilator alarms not sounding. Ventilator continuing to cycle. Staff observed ventilator for 5 add'l minutes and alarm never did sound. Note: pt was a do not resuscitate.